Event description:
It was reported that a thrombus occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The device was deployed and three partial recaptures were performed. After release, a string-like thrombus was seen on the face of the device via transesophageal echocardiogram (tee). Physician aspirated the thrombus, but some residual clot remained. Patient started on apixaban and was kept on heparin drip overnight. Patient was on ticagrelor and aspirin prior to procedure for previous coronary stents. Patient was discharged the following day without further complications. Follow up tee scheduled at 45 days.